Event description:
It was reported that the compressor was frequently switching to standby mode. There was no patient harm. Manufacturer's ref : (B)(4).

Manufacturer narrative:
It was reported that the compressor was frequently switching to standby mode. The service engineer replaced the standby valve and returned it for further investigation. The service report also mentions that the compressors main circuit board was replaced, but this circuit board was not returned. The compressor passed all functional tests after repair. The standby valve was investigated by the return department. It was tested for 24 hours in the reference compressor without any deficiency noted. The replaced compressor circuit board may be involved in the event, but this cannot be confirmed. A compressor that repeatedly goes to standby may not deliver enough air to the connected ventilator. If this occurs, alarms for low air supply pressure and high o2 concentration may appear. If no o2 gas is connected to the ventilator, stop of ventilation may result as a worst case scenario. The conclusion is that the customers problem could not be reproduced during the investigation. No malfunction was found with the returned stand by valve.

Event description:
Manufacturer's ref : 570758